Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of pump total daily dose history from (B)(6) 2010 to end of pump use on (B)(6) 2011 revealed that daily insulin delivery totals correctly reflect the users programmed basal rates. A 29-hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. During investigation, a 10 u normal bolus was programmed from the pump menu; pump accurately delivered 10 u and the bolus was correctly recorded in bolus history with correct date and time. Iob correctly recorded on 'status 2' screen. The pump blackbox history showed no signs of the pump resetting date/time to default settings from (B)(6) 2011 - end of pump use on (B)(6) 2011. Pump did not reset time/date during investigation. Unrelated to the complaint, peeling paint observed during visual inspection.

Event description:
The patient reported that she programmed a bolus dose of 3.0 units from her pump and hours later reviewed the pump history and the dose was missing. The patient reported that her blood glucose level was elevated to 17.5 mmol/l after the 3.0 unit bolus dose which makes the patient believe she did not receive the dose she programmed. There were no reported symptoms with the blood glucose elevation and no evidence of a serious injury. All other doses that she programmed reportedly appeared in the pump history.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.